Event description:
It was reported that oversensing was observed on a device, resulting in underpacing. Device was reprogrammed and the oversensing issue was fixed. Patient was sent home after event, is doing well, and did not experience any complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.